Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201, serial number: (B)(6), model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "device displays error message" and "impedance issue" were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a revision was performed. An error message appeared on the clinical programmer when attempting to transfer thresholds, but the error message was cleared. Upon attempting to connect the neurostimulator, open impedances were noted again. The ins was replaced and the impedances were cleared. There were no patient complications. The patient is expected to fully recover.